Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) unit during initial drain. The home patient's (hp) wife stated that they did not verify that the patient line was fully primed prior to connecting. The hp cycled the power to clear the alarm. The technical service representative (tsr) had the hp disconnect using aseptic technique. The hp started over with new supplies. Product surveillance contacted the patient's wife on (B)(6) 2010. According to the patient's wife they connected prior to completing prime. There were no holes or leaks in the cassette and the patient's transfer set is still intact and functioning properly. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 was determined to be air being sucked into the disposable after incomplete priming. The batch review was not performed because the lot number is unknown. The product labeling was reviewed and determined to be adequate in providing instructions on proper priming (and re-priming) of the patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).